Event description:
Additional information: it was reported that the patient had spinal headaches.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8731sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the catheter implant site had leaked "directly after implant". The patient had to receive "plasma plugs" twice. The device system was used to deliver baclofen and dilaudid (hydromorphone). No further information was provided on this event. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer on 2017-feb-17. It was reported that the patient was talking about a spinal leak because the healthcare professional (hcp) utilized ¿too big of a needle.¿